Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched lcd window, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery replacement. The blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.